Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that there was narrowing post deployment with ivus guidance. The proximal seal zone was 50 mm in length and was 23mm in diameter and slightly angled at the area of the flow divider. The physician believes that the slight compression of the ipsilateral limb is due to the fact that it is competing with the double layer of stent in the contralateral gate. Initial ivus showed the ipsilateral gate to measure 8.5 mm and the contralateral gate to measure 6.5 in diameter. The physician chose to implant a cordis smart stent (14x40) within the ipsilateral gate to give it more radial strength. The stent was implanted and reliant balloons were used to dilate at the gate bilaterally at the same time. Post ivus showed both limbs measuring 7.8 mm in diameter. The physician was satisfied with the result and completed the procedure. The physician stated that the event was related to both the device and procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).